Manufacturer narrative:
The report states: litigation papers allege: in (B)(6) 2008, patient underwent a surgical procedure to implant a depuy asr hip. By 2009, patient began suffering from discomfort and pain in his hip, as well as experiencing pain and popping in the joint area. In (B)(6) 2010, he was found to have high blood levels of chromium and cobalt, as well as a build-up of fluid around the implant site. In (B)(6) 2011, patient underwent revision surgery. Doi: (B)(6) 2008 - dor: (B)(6) 2011. Patient resides in (B)(6). Update 3/15/2011 - medical records received by broadspire, forwarded to depuy on 5/17/2011. Revision operative report indicates that the patient was revised to address pain and increased metal ion levels. During surgery, corrosion was noted on the trunnion of the stem. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: in (B)(6) 2008, patient underwent a surgical procedure to implant a depuy asr hip. By 2009, patient began suffering from discomfort and pain in his hip, as well as experiencing pain and popping in the joint area. In (B)(6) 2010, he was found to have high blood levels of chromium and cobalt, as well as a build-up of fluid around the implant site. Revision operative report indicates that the patient was revised to address pain and increased metal ion levels. During surgery, corrosion was noted on the trunnion of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.